Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the ok/contrast keypad buttons were intermittently responsive to user inputs during testing, the up/down keypad buttons required excessive force to activate during testing, it was observed that the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons intermittently unresponsive when pressed. The patient claimed the buttons have to be pressed hard and several times for a response. There was no adverse event associated with this complaint.